Event description:
The lay user/patient contacted lifescan alleging that his one touch ultra meter would not power on. The pt reported that the meter stopped powering on two weeks prior to calling lfs. He described developing symptoms, such as, feeling shaky, hot, cold sweats, and tingling fingertips. He contacted his physician and was advised to come into the office the following day. He was given insulin for a blood glucose of 237 mg/dl obtained on a hosp meter. The pt also had chest pains and breathing problems. An EKG and chest x-rays were run. The pt claimed that he felt better following the treatment and was advised to drink plenty of fluids following his release. The pt waited to call lfs as he was told that meter would be replaced through his diabetes class. However, the class refused pt to replace the meter. His physician contacted lfs on his behalf and discovered that lfs would be able to replace the meter. The pt borrowed his friend's meter during the past week. The customer care advocate verified that the pt had been using the correct test strips, there had been no trauma to the meter, the battery was correctly installed, and the battery contacts were in good condition. The cca walked the pt through pressing the power button and inserting a test strips all the way into the test strip port. The meter did not power on. The meter, test strips, and control solution were replaced. It would have been helpful to know how long the pt was unable to test in relation to developing symptoms, his medication regimen, and other health conditions. This complaint is being reported due to the following conclusions: the meter stopped powering on, the pt developed symptoms, and received insulin treatment for a blood glucose level of 237 mg/dl.